Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 123" and "pacer fault 126" message. Complainant indicated that there was no pt involvement in the reported malfunction.